Manufacturer narrative:
The device was not returned to the manufacturer for analysis. Additional information received from the customer indicating that the a1059 did not need repair and they will not be sending it in for service. The a1059 was manufactured in q2 of 2011. The device has exceeded its expected life of 7 years. The complaint is unconfirmed.

Event description:
An account manager reported on behalf of the customer that the a1059 mayfield modified skull clamp's locking mechanism was showing signs of being loose. The date of the event was not specified. Patient contact, injury, and surgery delay were unknown. Additional information has been requested.